Event description:
It was reported the patient underwent surgical intervention wherein the entire system was explanted due to a compression on one of the patient's nerves. No additional information is known at this time.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: h6 codes updated to reflect the event.